Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (suj) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and in artemis, errors 23103 and 23105 were found indicating excessive encoder latency on distal wrist thus confirming the fault occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where error 23103 was triggered on screen and in the logs along with error 23105 thus replicating the event. The unit was then installed on a pftp where it failed wrist encoder tracking tests. Regapped the encoder and retested it in which all relevant tests passed. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that the wrist zettlex encoder is the root cause of the reported problem.

Event description:
It was reported that a customer called to report that after a procedure, an error they have on their system. Customer reports a 23103 fault on usm 1. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred after the procedure and the procedure was completed with the same system. They were able to clear the errors by replacing the usm.